Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that felt like it's not working. Patient thinks the stimulation got turned off and she wasn't aware of it. Patient has had more urinary frequency, and leakage that she didn't have before. Her return of symptoms has been going on for a couple weeks. Patient is currently on program 4 at 5.2 volts. If patient increases the stimulation it is uncomfortable. Patient switched to program 2 at 5.8 volts and could feel stimulation in rectal area. Patient to monitor her symptoms for a couple days in a diary and see if her symptoms improve.

Manufacturer narrative:
Date of event is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they started having increased urination and leaking about two weeks prior, possibly in may, they weren't sure. They said that about a couple of weeks ago, in may, they did try to increase the setting, however they weren't able to do so. The called their healthcare provider's office and was directed to call the manufacturer. Icon meaning was reviewed and it was determined that stimulation was off. With instruction the patient was able to turn stimulation on and they reported they were able to feel it. The patient was going to monitor symptoms for 1-2 days and if needed make another adjustment at that time. The patient reported they didn't recall turning stimulation off. They said they did have a fall. The patient said that they didn't have the patient programmer with them when they were in rehab and they only remembered that they had x-rays performed. It was reviewed that they had the option to ask the person that performed reprogramming check the history information at their next healthcare provider appointment. No further complications were reported or anticipated.